Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because the issue was observed when the freedom onboard battery was not supporting a patient. The freedom onboard battery will be evaluated at syncardia. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
While performing routine freedom onboard battery evaluation, a syncardia technician reported that the onboard battery gas gauge leds did not illuminate after completing the recharge step.

Manufacturer narrative:
Corrected data: product info. Initial system management (smbus) data review and functional testing revealed the onboard battery to be permanently disabled by its safety monitor. The root cause for the reported issue of the battery not charging was determined to be that its output had been disabled (battery has become permanently faulted). The root cause for the output becoming disabled cannot be conclusively determined, however analysis of the smbus recorded data indicates the battery was subjected to a deep discharge event, causing extreme cell under-voltage conditions. Because of cell under-voltage parameters being outside of the internal safety firmware design limits, the battery's input/output functions have been permanently disabled. Syncardia has a corrective and preventive action (CAPA) to track and address any applicable actions related to permanently faulted onboard batteries. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.